Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced discomfort and pain due to migration. X-ray imaging was performed that confirmed device migrated into a lateral displacement. The patient underwent an explant procedure wherein the implant was removed. The patient is doing well postoperatively. The device is in route to the manufacturer.

Manufacturer narrative:
Block h6 patient code: 3191: no code available, is used as there is no adequate FDA code to describe a surgery.

Event description:
It was reported that the patient experienced discomfort and pain due to migration. X-ray imaging was performed that confirmed device migrated into a lateral displacement. The patient underwent an explant procedure wherein the implant was removed. The patient is doing well postoperatively. The device is in route to the manufacturer.